Manufacturer narrative:
Nothing is being returned for evaluation, no lot number was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. This instrument is an arthroscopic shoulder instrument and it was being used in knee surgery to aid in facilitating the repair due to some difficulty the surgeon was having with the knee repair devices that he was using. This is the only report of it's kind for this device from its inception to date. Outside of the fact that the device was being used outside of it's design, manufactured and intended use, and the possibility that excessive misguided mechanical forces were applied during use, we cannot discern any other root cause for the reported failure. At this point, in time no further action is warranted. However, this file will be receptive to any future info or clarity that is both relative and pertinent to this issue, and, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting that during a knee repair, the surgeon was using a "crochet hook" instrument and a portion of the distal end broke off into the patient's bone and remains captured therein. Although the broken fragment remains in the patient's body the surgeon feels that this should not affect the patient's outcome, no patient harm. The repair was concluded successfully without further incident or harm to the patient.